Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report numbers: 1627487-2020-22496, 1627487-2020-22497, 1627487-2020-22499, 1627487-2020-22500, 1627487-2020-22501. It was reported the patient was having impedance issues and couldn't be reprogrammed. In turn, surgical intervention took place during which the existing leads and extensions were explanted and replaced. Effective therapy established post-op.